Event description:
It was reported that the insulin gauge was inaccurate.reportedly, the customer used cold insulin. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 166 mg/dl. Additionally, it was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 380 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.